Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. It was reported that the peritonitis was manifested by stomach cramps and cloudy effluent. The patient was treated with two unspecified antibiotics for one week (dose and route not reported) for the event. The patient was reported to have recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was reported to have experienced peritonitis at the end of (B)(6) 2014. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.